Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon functional testing, the fse found defect in the power distribution card and determined that the pdu fan tray and dcps (power distribution unit) need replacement. The defective power distribution unit was returned for analysis, and it confirmed that the 24v power supply was defective. To resolve the reported issue, the fse replaced the pdu fan tray and the power distribution card. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's dc power supply failed, which can impact booting. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.